Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. A 911 call was made and the customer was taken to the hospital by the paramedics. The customer felt sick and was throwing up before calling 911. Customer's blood glucose level was 721 mg/dl. The customer treated his high blood glucose level with a bolus. The customer was wearing the insulin pump at the time of the 911 call. The device was not returned.